Manufacturer narrative:
The bolus wizard functions properly per bolus wizard sample in the user guide. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The test value of 100 mg/dl was properly displayed on the pump screen. No sensor anomaly noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 750 mg/dl at the time of incident. The customer's blood glucose was 220 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as vomiting and nausea. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.